Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a pocket wound dehiscence after a session with a physical therapist. The implantable cardioverter defibrillator, right ventricular (rv) lead and a previously capped rv lead were explanted. The patient was in stable condition.